Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results of "161 mg/dl and 124 mg/dl" obtained on the subject meter within 20 minutes of each other. The patient reported symptoms of "headache and muscular pain", but these symptoms do not meet lfs serious injury criteria. In addition, the symptoms started prior to the start of the alleged issue. However, this complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting.